Manufacturer narrative:
Pt's gender: na. A company service representative examined the system and confirmed the reported problem (latex glove jammed in IV pole). The IV pole assembly was replaced and will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "nurse pinched" (no code available) product problem(s): "system message displayed" (device displays error message) a nurse reported at end of day, while cleaning and shutting the system down, a nurse's glove got caught in IV pole track, followed by a system message that could not be cleared. The nurse was pinched, but stated she was fine. This event occurred at the end of the day after all surgeries were completed. There were no patient or procedure impact; no cancellations.